Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the pocket was closed, the impedance and threshold measurements via the device were different than the measurements which had been taken via the analyzer when the pocket was open. The physician decided to reopen the pocket and recheck the lead via the analyzer. The lead remains in use. No patient complications have been reported as a result of this event.